Event description:
Additional information was received from the patient (pt), who called back and repeated previously documented information. Patient stated they had the implant on (B)(6) 2025, and they've been playing with their device and still it's not working right. Patient mentioned that they charged their device and every 2-3 minutes, a message appeared stating that the battery was full. Patient stated they were told to get in touch with a manufacturer representative (rep) to check their battery data and program settings. Patient stated they called the rep, left a message, and texted them, but they haven't heard anything back and it's been over a month. Patient stated that they had their device for 20 years, and this is the first time they had problems with it. Patient stated they worked with a rep maybe they'd guess for the past year and a half or two years. Patient stated they had another implant in (B)(6) and the rep also helped them with it. Patient stated that the previous rep set their stimulation to their leg but they need it in their back. The agent emailed reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the old stimulator they got two or three years ago was having problems and that's why they replaced it again.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.